Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, it is likely that the following factors contributed to the malfunction: the light was out due to a break in the light guide bundle. Regarding the issue with the white residue, the cause could not be established.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the light was out. Additionally, the air-water channel and the auxiliary channel contained white residue, which was affecting the flow. There was no patient involvement.